Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument; however, isi did receive the sureform 60 blue reload accessory to perform failure analysis and was able to replicate and confirm the customer reported complaint. The reload was found to have the knife exposed towards the distal end of the returned reload. Root cause is attributed to a firing failure. Additionally, the reload was found to have cartridge damage at the site of the exposed knife. The reload cover was removed and all components were inspected. There was damage found to the knife. The reload blade was found to have mechanical indentations. The event caused partially or wholly by the user of the device including sample handling. A review of the site's complaint history did not reveal any related or duplicate complaints involving this product and/or this event. Advance stapler log review showed that logs were not available, so the procedure review dashboard was used to collect data on the installs. The sureform 60 stapler instrument (lot number: l80240110-0259) was installed on the system 5 times and fired 5 blue reloads. On installs 1, 2, 4, and 5, all clamp attempts were successful, and the firings were completed with no pauses, 1 pause, 1 pause, and no pauses for compression, respectively. On install 3, the first clamp was successful, but was followed by a firing failure. After the 5th firing, the instrument was removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
During a da vinci-assisted distal gastrectomy procedure, the stomach tissue was pushed out at the tips after firing a sureform 60 stapler instrument equipped with a blue reload accessory. When the event occurred, the blade was observed to be exposed, having stopped in the middle of the reload accessory, and an error message was displayed: "unable to complete fire. Tap blue pedal to unclamp then remove stapler. Warning blade may be exposed." There was no bleeding. The surgeon believes that cause of the event was improper compression, as there were multiple pauses after firing. The surgeon did not encounter any obstructions, such as clips, staples, or other hard material between the instrument jaws; however, the stapler was fired over an existing staple line. To resolve the issue, another reload accessory was used to remove the tissue containing the misfired staple line. The additional tissue removal still resulted in a successful gastrojejunostomy, and the procedure was completed robotically.